Event description:
Pt called aicd clinic concerning hearing beeping of device. Pt sent transmission. Transmission reviewed stated "battery voltage too low." Pt presented to clinic at 3:00pm for interrogation by boston scientific. Dr (B)(6) present and all data reviewed. Pt denied any problems. Pt scheduled for aicd generator change thursday (B)(6) 2013. Device returned to boston scientific.